Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an endoscopic thyroidectomy procedure, there was a solid tone heard on the generator. There was no error message displayed on the harmonic generator. However when the instrument was being cleaned by the scrub nurse, the active blade broke outside the patient while cleaning the device. It is unknown how the procedure was completed. There were no adverse consequences for the patient.